Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. It has been reported that the reason for revision was to address wear of a competitor manufactured device. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : for allegations of pain a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain. H10 additional narrative: the concomitant products were identified to be competitor products used in conjunction with the previously reported adverse event.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to acetabular liner poly wear. Competitor cup and liner. A head and liner exchange was preformed as well as bone voids filled around cup with dbm. Solution stem was not revised. Patient had mold pain and was been followed routinely. On (B)(6) 2000, the patient underwent a left primary total knee replacement to treat osteoarthritis. The patient was implanted with a depuy femoral stem and head along with competitor a acetabular cup, liner, and two cup screws. There were no indicated intra-operative complications. Doi: (B)(6) 2000 - dor: (B)(6) 2021 (left hip).